Event description:
Aicd implanted 1/27/97 as a replacement due to recall. New generator (replacement) needed to be replaced because it also failed. The aicd was replaced with a product from another MFR.